Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4): the complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion" customer statement: "there was a problem in infusion rate, the vtbi finished and the drug was full."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: as the user did not provide the necessary information to carry out the investigation, we extracted the equipment usage history and saved the data for further consultation in case the user makes the information available in the future. In the functional test we found that the equipment is working correctly.